Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was failed load cell # 2. The broken cover and load cell failure were likely attributed to mishandling, such as a drop. Unrelated to the reported complaint, the front enclosure was damaged during the visual inspection. Based on the photo provided by the zoll service team, a vertical breakage was going through one of the screw fittings. The observed physical damage is most likely attributed to user mishandling such as a drop. The damaged front enclosure was replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) from mid-april through the end of the archive file (including the customer's reported event date), confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The failed load cell # 2 was replaced to remedy the fault. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.